Event description:
As reported, stent logged in working channel of the scope at the biopsy insertion site, unable to removed. The issue found during a therapeutic procedure. There was no patient harm or impact reported due to the event. Device evaluation found clog on biopsy channel. This report is being submitted for clog biopsy channel.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found clog on biopsy channel. The customer reported issue was confirmed. Furthermore, device inspection noted the following findings below: scratches on c-body, distal end plastic cover. Forceps passage clogged. Brush passage clogged. Suction flow failed, clogged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that a part of the stent which was suctioned into the channel because of an inappropriate user¿s handling was not able to be discharged by reprocessing but remained within the channel, reprocessing performed by the user was different from reprocessing recommended by IFU, and a part of stent remained within the channel, or inspection prior to use was insufficient. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Operation manual: appendix: system chart: if combinations of equipment other than those shown below are used, full responsibility is assumed by the medical treatment facility." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021.